Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was completed. The lead was subjected to and lead testing. The pressure test was unable to be completed as the conductor was deformed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced with a same model lead due to an unknown reason. This lead was only implanted for two months. No additional adverse patient effects were reported.